Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d9, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "power of the unit cannot be turned on intermittently." Was caused by a failure of the power like that the power can be turned on, but after using for 7 minutes. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the issue occurred at the beginning of an endoscopy procedure. A similar device was used to complete the procedure. The procedure was delayed for five minutes.

Event description:
It was reported, the evis exera iii xenon light source was intermittently not turning on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.